Manufacturer narrative:
The failure investigation has been performed and the most likely cause of elevated blood glucose is occlusion alarms that caused stalling in the insulin delivery to prompt for user interaction. The occlusion alarms were verified in the pump logs; however, investigation could not be completed as the cartridge was not returned. Additionally, a different issue was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced intermittent elevated blood glucose (bg) in the 400's (mg/dl) with high ketones. Ketone level was identified by a healthcare provider as dangerous/life threatening. Customer suspected pump was not delivering insulin. Bg was addressed with a manual injection as well as a supply change. Customer's husband helped customer administer insulin as customer was vomiting and was disoriented. Reportedly, the event caused a hemorrhage in the customer¿s eye. Customer reverted to an alternate pump for insulin therapy. Multiple attempts were made by tandem¿s technical support to obtain the treatment, if any, for the eye hemorrhage; however, no additional information was provided.